Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. The body of the dilator was straight. The tip was examined and found to be deformed, consistent with the deformation caused by use. The dilator body and the inner diameter of the dilator tip were measured and found to be within specification. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product provides suggested techniques and guidelines for the use of the product. The customer reported issue of the dilator tip being deformed during use was confirmed during the sample investigation. The tip of the dilator was found to be misshapen in a manner consistent with use. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that the end of the dilator was split while the doctor was performing a procedure. The doctor did not use the device. A new set was used and the procedure was completed successfully.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the end of the dilator was split while the doctor was performing a procedure. The doctor did not use the device. A new set was used and the procedure was completed successfully.